Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with broken belt clip slot. Unit received with cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's down arrow button was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 87 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.